Manufacturer narrative:
(B)(4) is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that two (2) gryphon anchors failed during a procedure. The first one, the suture broke with no pt consequences and is not available for eval. The inserter on the second anchor broke in the joint space and was removed with no pt consequences. The device is being returned.